Event description:
Bausch and lomb 27g sterile cannula packed in amvisc and amvisc plus ophthalmic viscosurgical devices (ovd): class I recall- cannulas may leak or detach from the syringe includes bausch and lomb 27g sterile cannula packed in bausch and lomb: amvisc 1.2% sodium hyaluronate (model 59051, 59081, 59051l, 59081l) amvisc plus 1.6% sodium hyaluronate (model 60081, 60051, 60051l, 60081l) ophthalmic viscosurgical device response to FDA medwatch notification on (B)(4) 2012. None of the lots noted were on hand.